Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was discarded and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set / line) occurred on the homechoice device during initial drain of peritoneal dialysis therapy. The home patient (hp) was connected at the time of the alarm. The hp informed the technical service representative (tsr) that the clamp on the drain line was open which might have caused the air in the cassette. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. The tsr reviewed proper procedures and advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.